Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Customer's blood glucose (bg) was over 500 mg/dl with high ketones. Bg addressed with manual injection. Customer changed supplies and resumed insulin delivery.